Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing and crosstalk were observed. Lead damage was noted. The device was explanted and replaced. After device replacement, inappropriate auto mode switch and noise on the atrial channel and low, out of range pacing lead impedance was observed but then went back to stable range. Provocative testing was performed without a result. Lead replacement was suggested.